Manufacturer narrative:
Further investigation has been completed and an x-ray (date not reported) has confirmed a dislodged magnet. The device remains implanted as of the date of this report march 3rd, 2016.

Manufacturer narrative:
This report is filed february 22, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device.